Event description:
A us distributor contacted zoll to report that a patient developed a bleeding rash under their left breast from the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient went to the hospital as they also have an immune disorder. The patient was advised to use benadryl for the skin irritation. Follow up indicated that the skin irritation healed.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.